Manufacturer narrative:
The customer¿s report of the ¿low battery¿ message was a result of the pcu working as expected by continuing to display the message while the battery is in early stages of charging. Log review found that the unit was unplugged from 8:54 am to 1:33 pm causing low battery, and the low battery message continued to display as expected while the battery was being charged. The customer-reported issue that the device was not registering medication information on the screen as the screen was blank was replicated, by creating a loss of communication. Log review confirmed that a channel disconnect occurred at 1:59 pm on 09 september 2019. Log analysis results: a review of the error logs of the pcu found no relevant malfunctions with respect to the issue. The probable cause of the channel disconnect is suspected to be corrosion observed on the left iui pins.

Event description:
It was reported that the IV pump was infusing heparin drip as primary infusion at the ordered rate of 800units/hr but the device was not registering the medication information on the screen as the screen was blank, as if it was not running. It was noted that the patient received the correct medication dose as the rn was counting the drops in the drip chamber of the tubing. It was also reported that the device gave a "low battery" message but it was actually plugged into the wall. There was no patient impact.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Information on race and ethnicity and medical history were requested but not provided. Per customer, patient's weight is "unsure".

Event description:
It was reported that the IV pump was infusing heparin drip as primary infusion at the ordered rate of 800units/hr but the device was not registering the medication information on the screen as the screen was blank, as if it was not running. It was noted that the patient received the correct medication dose as the rn was counting the drops in tubing's drip chamber. It was also reported that the device gave a "low battery" message but it was actually plugged into the wall. There was no patient harm.